Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power loss alarm. Customer's blood glucose level was 20 mmol/l. Customer had a battery problem and when they changed their set the issues were not resolved. Customer was advised by their healthcare provider to use an insulin pen to treat their blood glucose levels. Customer was advised to monitor their blood glucose level and take out the battery for 15 minutes and then put in a new battery. Customer will call back if this technique does not resolve the issue.